Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in on (B)(6) 2024 with driveline communication fault alarm. Log file review was requested, and the log file captured driveline communication fault alarms beginning at 8:53 pm on (B)(6) 2024. The team replaced the modular cable and system controller with no issues, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log files. The modular cable (lot number: 6774301) was returned for analysis, and log files were submitted for review. Data from the reported event date of 04nov2024 was reviewed. At 20:53:58, a driveline communication fault alarm activates due to a com_b fault. The driveline communication fault alarm is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The returned modular cable (lot number: 6774301) was functionally tested and passed all testing. The returned modular cable and system controller were able to run a mock loop for extended operation without issue. The modular cable was then connected to mock loop and was able to operate the system for an extended period of time. The reported driveline communication fault alarms were not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 6774301) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.